Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-10-26. It was reported that a new MRI paddle was implanted, and the stimulator was programmed on (B)(6)2017. This resolved the issue of (B)(4), being unable to recharge, and the ins being too deep. The device had not been programmed with the old lead. After the new lead was implanted and programmed, the code went away. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manuracturing representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins) for non-malignant pain. It was reported that the rep saw the call your doctor 574 code. It was indicated that no programmed parameters had been detected and the ins was not previously programmed. The rep stated that they did not program the implant yet because the patient was waiting to get a full body MRI lead which was elective. It was reported that since the patient had gotten the 574 error code, they wanted to check the patient¿s recharging as well, but they were unable to charge. The rep wanted to know if the error code affected the recharging and technical services told them that whether the device was programmed or not it should still be charged. The rep thought the implant might be too deep anyway. It was reported that the event occurred on (B)(6) 2017. There were no symptoms reported. No further complications were reported/anticipated.